Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2002 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient(B)(6) underwent cystoscopy and autologous fascia pubovaginal sling insertion on 11/20/2013 due to sui.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2002 along with concurrent cystourethroscopy due to prolapse of vaginal walls without mention of uterine prolapse, and repair sui. It was reported on (B)(6) 2012 that after patient had mesh procedure in (B)(6) 2002 the surgery was complicated by 2 weeks of urinary retention and then stress incontinence but, over the years, has been noting some increasing urinary symptoms such as post void dribbling, hesitancy, and most recently some vaginal pain. She notes right greater than left side vaginal pain and when the pain is severe, she has a difficult time initiating her vaginal stream. Thorough evaluation noted possible erosion of the mesh. It was reported that the mesh removed from bottom of urethra. It has been in for 10 years and is causing pain and leakage. Mesh has eroded. It was reported an operation was performed 10 years ago and recently did tests to find problem. Currently have pain when moving about for 4 hours or more, or bending and a swollen pinching sensation, hard to release urine at beginning of flow and very sore after testing. Pain has subsided since tests in hospital. It was reported the patient underwent cystoscopy on (B)(6) 2012. It was reported the patient underwent cystoscopy, urethrolysis, open excision of intraurethral mesh- female urethroplasty, and reconstruction with martius flap on (B)(6) 2013. It was also reported that the patient underwent bladder instillation/irrigation on (B)(6) 2013.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2002, and a mesh was implanted. It was reported that the patient underwent cystoscopy and autologous fascia pubovaginal sling on (B)(6) 2013, due to sui. No additional information was provided.